Manufacturer narrative:
Our investigation into this complaint has been finalized. Investigation on-site by our field service engineer was able to confirm the reported failure, that the compressor mini had failed to turn on and alarmed for "low pressure". After replacement of the capacitor for the motor, the compressor was running as expected and the device was returned back for clinical usage. The returned capacitor for the motor was installed in a reference compressor that confirmed the failure. If the compressor cannot deliver enough air pressure, the connected ventilator will alarm for low air supply pressure and high o2 concentration. If no o2 gas is connected to the ventilator, it may lead to a stoppage of ventilation. Why the capacitor for the motor failed could not be determined from this investigation.

Event description:
Manufacturer reference # : (B)(4).

Event description:
It was reported that during treatment the compressor mini failed to turn on and a "low pressure" alarm was generated. There was no patient harm reported. (B)(4).